Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable suture was used. The user identified that the envelope had a hole or split. No additional information was provided. There were no adverse patient consequences reported.